Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) lot#: e4251973 or e4157764. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (wce-1713: zenith alpha thoracic post market retrospective study): false lumen flow through the primary tear was noted on procedure imaging, and 218 and 613 days post-procedure. On (B)(6) 2022, this 66-year-old female patient was routinely treated for chronic thoracic aortic dissection type b with placement of a zta-pt-38-34-167 and a zta-pt-36-32-161, starting at zone 4. Pre-procedure imaging noted the primary tear in zone 4, with multiple secondary tears from zone 4 through zone 10. Procedure imaging revealed patent study devices, partially thrombosed thoracic false lumen with type ia flow from the primary tear, patent abdominal false lumen with type ib flow from the primary tear, and no device issues. On (B)(6) 2022, the patient experienced an infection treated with antibiotics, which was not related to the study device, but related to the study procedure. On (B)(6) 2022, 1-month follow-up imaging data are incomplete, but indicate patent study devices, no thrombus, and no device issue. The 6-month and 2-year imaging, on (B)(6) 2023 and (B)(6) 2024, revealed completely thrombosed thoracic false lumen, partially thrombosed abdominal false lumen with type ib flow from the primary tear, patent study devices, no thrombus, and no device issues. Patient outcome: no secondary interventions have been entered. The false lumen flow through the primary tear first noted on procedure imaging persisted at least partially though 2 years post-procedure.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: on (B)(6) 2022, this 66-year-old female patient was routinely treated for chronic thoracic aortic dissection type b with placement of a zta-pt-38-34-167 and a zta-pt-36-32-161, starting at zone 4. Pre-procedure imaging noted the primary tear in zone 4, with multiple secondary tears from zone 4 through zone 10. Procedure imaging revealed patent study devices, partially thrombosed thoracic false lumen with type ia flow from the primary tear, patent abdominal false lumen with type ib flow from the primary tear, and no device issues. On (B)(6) 2022, 1-month follow-up imaging data are incomplete, but indicate patent study devices, no thrombus, and no device issue. The 6-month and 2-year imaging, on (B)(6) 2023 and on (B)(6) 2024, revealed completely thrombosed thoracic false lumen, partially thrombosed abdominal false lumen with type ib flow from the primary tear, patent study devices, no thrombus, and no device issues. The sequence of the implanted devices has not been provided why it is uncertain which of the devices is the most proximal. It is assessed that the reported partially thrombosed abdominal false lumen is not due to a flow through the primary tear in zone 4 but from one of the many reported secondary tears as otherwise the thoracic section of the false lumen could not have been completely thrombosed. The flow type in the abdominal false lumen is reported as ¿type 1b distal¿, further indicating that it is not from a proximal origin. The patency of the abdominal false lumen does not constitute a complaint as this part of the aorta wasn't treated as part of the reported procedure. No treatment or secondary intervention reported to treat the reported false lumen flow. This complaint addresses a reported false lumen flow from the primary tear in zone 4. The false lumen flow persisted from the procedure until an unknown point in time prior to the 6 month follow-up (imaging taken 218 days post-procedure) where the thoracic false lumen was reported completely thrombosed. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The complaint event is related to the implanted stent graft. This complaint originates from a post market retrospective study where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformance's that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. As per the IFU zta is not indicated for treatment of dissection. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. The safety and effectiveness of zta has not been tested in patients with dissections and it is therefore unknown how the device will function. The use of zta for treatment of dissection is therefore possibly the cause for the reported type 1a flow through the primary tear into the false lumen. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.